Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported issue has been confirmed through testing. The device failed the returned product inspection due to a leaking hemostatic valve. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath. The sheath was replaced and the cryoablation procedure was completed. No patient complication was reported.